Event description:
It was reported that there were concerns of oversensing on the right atrial (ra) of this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the device data and noted intermittent far-field oversensing, resulting in inappropriate atrial tachy response (atr) mode switching. Ts provided device reprogramming recommendations to the health care professional (hcp). This device remains in service. No adverse patient effects were reported.